Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was black. A field service engineer dispatched to cancelled due to customer cancelled the work order. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) screen was black and not responding. The customer added that this malfunction occurred when trying to issue a medication to a patient and there was a slight 5 minute delay in dispensing workflow. There was reported no harm to patient. There were no adverse events or injuries reported based on this event.